Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included multigravida and parity 5 (B)(6) 1994. (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2015). Concurrent conditions included obstructive sleep apnea syndrome and neuropathy. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm), docusate sodium (colace), ferrous sulfate, ibuprofen, intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"), 3 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems (condition: depression)"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurred") and diplopia ("double vision"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced dyschromatopsia ("vision/eye problems type: colorful vision"), back pain ("back pain"), abdominal pain ("abdominal pain"), pain in extremity ("legs, feet,arms and hands") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (she had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, female sexual dysfunction, depression, migraine, headache, tooth disorder, dyspareunia, vision blurred, dyschromatopsia, weight increased, alopecia, diplopia, back pain, abdominal pain, pain in extremity and vaginal haemorrhage outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, alopecia, back pain, depression, diplopia, dyschromatopsia, dyspareunia, female sexual dysfunction, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.844 kgs. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received. Pregnancy outcome updated from not reported to live birth. Delivery details updated. Events abdominal pain, alopecia, back pain, depression, diplopia, dyschromatopsia, dyspareunia, female sexual dysfunction, headache, migraine, pain in extremity, tooth disorder, vision blurred, device monitoring procedure not performed, spotting and weight increased are added. Historical & concomitant conditions drugs added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.